Event description:
It was rpeorted that in 2005 the proximal humeral nail was implanted. The following day x-ray showed that the second locking screw from the top was backed out. Seven days later the same screw was reinserted.